Event description:
It was reported that the patient's generator showed low impedance. The patient wasn't experiencing any adverse events but reported she could no longer feel stimulation like she used to. It wasn't clear whether that was related to the low impedance or not. It was noted that the patient did get run into by another patient in (B)(6) 2019 timeframe. The physician decided to just disable the device. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.